Event description:
It was reported that balloon rupture occurred. A 2.25mm x 15mm nc emerge balloon catheter was advanced to dilate a calcified lesion. However, during the procedure, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported and the patient was stable.